Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: the lg [light guide] lens of the distal end was damaged. The eyepiece was scratched. The image was shadowy due to foreign particles inside the device. The outer tube was dented. The label of the eyepiece was worn. There was no ring [identified within the device as the "s/n ring"]. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to excessive force. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the quick lock, autoclavable's light guide lens of the distal end was damaged and the eyepiece was scratched . There were no reports of patient involvement.